Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: d8 the device was returned to olympus for inspection, and the reportable malfunctions of no no video output was confirmed. Based on the results of the investigation, it was presumed that the "no video output" was due to damage to the patient board. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a loose connector/connection (no video output). There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.